Manufacturer narrative:
(B)(4). Additional narrative: the lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
The facility reported an intermate which leaked at the junction of the tubing and the luer upon connection to the patient. The device was filled with a 150-ml solution of 4.5 g piperacillan tazobactam reconstituted with 20 ml water for injection and diluted with normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.